Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the small foreign body was visible inside the inner packaging of wound drain evacuator. Per customer via phone on 07jul2025, it was reported that all information has been captured regarding the reported issue. He confirmed that the physical sample is still available. Pending sample return. No further details were provided.

Event description:
It was reported that the small foreign body was visible inside the inner packaging of wound drain evacuator. Per customer via phone on (B)(6) 2025, it was reported that all information has been captured regarding the reported issue. He confirmed that the physical sample is still available. Pending sample return. No further details were provided.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), closed wound suction kit. Visual inspection of the sample noted a small strand of hair inside the packaging. This does not meet specification per (B)(4), revision 15 which states "package and suction kit must be free from loose or embedded foreign matter". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the small foreign body was visible inside the inner packaging of wound drain evacuator.